Event description:
It is reported that customer passed away on (B)(4) 2014 in a hotel room. It is reported that customer was wearing insulin pump at the time of death. Customer's death was unexplained and an autopsy report was not available to medtronic, so it is not clear if insulin pump contributed to customer's death. Customer's blood glucose was not reported. No further information provided.

Manufacturer narrative:
Pump received with no battery in the battery tube. Pump passed functional test including prime/a33, displacement, basic occlusion, occlusion and excessive no delivery alarm test. Cracked reservoir tube lip, cracked battery tube threads and scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).